Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had alerted due to magnet exposure and there was concern that this was causing a more rapid drain of the battery. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated oversensing due to electromagnetic interference/noise and an observation relating to magnet response. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up concluded that no programming changes were made.